Manufacturer narrative:
The subject device was explanted on (b)(67) 2015 and was returned for analysis.

Event description:
On (B)(6) 2015, battery voltage was at 5.07 v. In (B)(6) 2015, the battery was at elective replacement indicator; the voltage was 4.76 v. An investigation is required in order to determine whether the drop of the battery voltage from 5.07v to 4.76v in the 6 months between (B)(6) was an expected behavior.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
On (B)(6) 2015, battery voltage was at 5.07 v. In (B)(6) 2015, the battery was at elective replacement indicator; the voltage was 4.76 v. An investigation is required in order to determine whether the drop of the battery voltage from 5.07v to 4.76v in the 6 months between (B)(6) was an expected behavior.

Event description:
On (B)(6) 2015, battery voltage was at 5.07 v. In (B)(6) 2015, the battery was at elective replacement indicator; the voltage was 4.76 v. An investigation is required in order to determine whether the drop of the battery voltage from 5.07v to 4.76v in the 6 months between (B)(6) was an expected behavior.

Event description:
On (B)(6) 2015, battery voltage was at 5.07 v. In (B)(6) 2015, the battery was at elective replacement indicator; the voltage was 4.76 v. An investigation is required in order to determine whether the drop of the battery voltage from 5.07v to 4.76v in the 6 months between (B)(6) and (B)(6) was an expected behavior.